Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 3 of 3. Reference MFR reports: 1627487-2013-02092 and 1627487-2013-02093. It was reported the pt's ipg was "pushing through the skin". The pt also reported he felt a shocking sensation occasionally and his scs system did not provide effective stimulation coverage. It was reported the pt refuses to be reprogrammed and would like his system removed. Allegedly, the pt plans to schedule a consult with his physician regarding the issue.